Event description:
The customer observed that qc result for the high control were erroneously assigned to a pt. Results were reported, but the customer made a correction prior to the physician reviewing the incorrectly assigned results. No impact to pt management was reported.